Event description:
Complaint received from baxter sales rep. Customer reports "while in the operating room infusion blood, the injection site to female luer connection was loose and leaked blood." No reported patient injury or medical intervention. No additinal information is available.